Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the plastic guide of the headset broke off when the customer tried to attach the infusion tube. No adverse event was reported. The alleged product was requested for evaluation.